Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product analysis indicates that the allegation was not confirmed. The allegation appears to involve the guidewire however the guidewire was not returned. The returned lead does not have a puncture hole and passed the pressure test.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during an attempt to implant this left ventricular (lv) lead, it appeared that the coronary sinus was perforated by a guide wire. An echocardiogram and transesophageal echocardiogram were performed which confirmed the perforation. Additionally, a paracentesis tap was done to drain a small amount of fluid and was then able to stabilize the patient in the procedure. This lv lead was never in service. No additional adverse patient effects were reported.